Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged chest pain, headaches, and difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged chest pain, headaches, and difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Concomitant humidifier information has also been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Operational testing showed that the unit provided flow and the heater plate and heated tube both provided heat. Brown tobacco like contamination with a speckled appearance was observed in the iso port. A brown tobacco like stain was observed on the inside surface of the front panel. Unknown brown and white colored contamination were observed on the air inlet. A fine white dust-like contamination was observed on the blower outlet seal. Evidence of liquid ingress was observed on the blower housing, blower air intake and in the blower box. Keratin like contamination was observed on the blower box outlet. White dust like contamination was observed on the rear panel o-ring. An unknown blue contaminant and a red/black fibers were observed on the tubing connector. Severe mineral deposits were observed in the water tank. A discoloration was apparent on the flip lid seal as well as a crusty residue from mineral deposits. Unknown red/brown contamination was observed in the humidifier enclosure as well as fibrous and hair like contamination. Mineral deposit residue was observed inside the drybox. Bio contamination was present on the flip lid seal. Mineral deposit residue was observed on the drybox seal, flip lid seal and the back panel of humidifier. Fibrous like contamination was observed on the drybox. A brown tobacco like stain was observed on the bottom cover at the hinge location. The manufacturer was unable to address the patient symptoms. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections d9, d10, g3, h3, and h6 for this updated coding and information.